Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. There was no data to review in the share tool. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).